Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The unit alarmed a33 during the prime/a33 test due to protruded/loose drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported that the insulin pump had an error alarm during the manual prime. Customer was unable to complete the prime process and insulin was squirting out. The drive support cap was noted to be flush. Customer's blood glucose reading at the time of the call was 111 mg/dl. No further information reported.